Manufacturer narrative:
Evaluation result: further analysis required to identify component. Evaluation conclusion: further analysis required. A follow-up report will be submitted upon completion of the investigation. Field evaluation did not determine root cause of reported event.

Event description:
It was reported by service report that the drive will stop when zooming. No pt involvement or adverse consequences are reported.